Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that vessel trauma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd dbl curve access system (was) was advanced into the laa. It was noted on contrast imaging that the femoral vein appeared to have little leaks. The physician suspected that the was sheath scratched the femoral vein during insertion and/or advancement. The physician left the was sheath in placed and accessed the opposite side of the patient to place a stent on the femoral vein leaks. The was was removed, and a non-bsc introducer sheath was advanced along with a new was. The patient remained stable, and the procedure was completed successfully.

Event description:
It was reported that vessel trauma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd dbl curve access system (was) was advanced into the laa. It was noted on contrast imaging that the femoral vein appeared to have little leaks. The physician suspected that the was sheath scratched the femoral vein during insertion and/or advancement. The physician left the was sheath in placed and accessed the opposite side of the patient to place a stent on the femoral vein leaks. The was removed, and a non-bsc introducer sheath was advanced along with a new was. The patient remained stable, and the procedure was completed successfully.